Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed two usual for me breakfast meal announcements within one hour of each other. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal, or unintentionally announcing a second meal, resulting in an excess of insulin relative to their need.

Event description:
On (B)(6) 2024 an ilet user's wife reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/13/24. The user's wife reported that the user experienced sweating and limited mobility, unable to move. The wife administered juice and glucose tablets to bring the user's blood glucose levels back into range. The user's cgm glucose dropped to 71 mg/dl, and they experienced nausea and dizziness during the event. On (B)(6) 2024 the user visited their healthcare provide (hcp), who advised them to aim for higher blood glucose levels rather than risking lows. The user had started eating smaller meals without announcing them, which contributed to elevated blood glucose levels. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 8/13/24. A medwatch report detailing the second low bg event on 8/6/24 is submitted on MFR report #: 3019004087-2024-00411.